Event description:
It was reported that tip detachment occurred. The patient presented with claudication/critical limb ischemia (cli). A pt2 guidewire was selected for below the knee arterial recanalization. The target lesion showed no stenosis. During advancement through the occluded vessel, the guidewire tip detached. The detached segment was successfully retrieved without complications, and no fragments remained in the patient. The procedure was successfully completed with another device. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device analysis findings: the device was returned for analysis. During its analysis it was observed that the distal end was detached from the rest of the guidewire. Therefore, the reported issue of distal tip detachment of device or device component was confirmed. During product analysis it was also found that the distal tip was bent. This failure did not contribute to the reported issue. Labeling review: a labeling review was performed. The instructions for use (IFU) contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. This conclusion is supported by the following objective evidence: regarding the reported issue of distal tip detachment of device or device component and the additional failure. Analysis of the returned device concluded that the distal end was detached from the rest of the guidewire, and the distal tip was bent. Additionally, the manufacturing analysis controls are in placed in order to verify and prevent defects like kinks and bents during manufacturing process. Based on the information provided and analysis performed, it is likely that these failures can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique at the moment to manipulate the device, causing the observed damages.

Event description:
It was reported that tip detachment occurred. The patient presented with claudication/critical limb ischemia (cli). A pt2 guidewire was selected for below the knee arterial recanalization. The target lesion showed no stenosis. During advancement through the occluded vessel, the guidewire tip detached. The detached segment was successfully retrieved without complications, and no fragments remained in the patient. The procedure was successfully completed with another device. No patient complications occurred, and the patient made a full recovery.